Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she feels like her stimulation is turning on and off automatically. Additionally, the patient is having to recharge longer, and more frequently. There were no known contributing factors to these issues reported. The issues have not yet been resolved, however, the patient is setting up an appointment with her physician in the next two weeks to address the issues.